Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the loading unit was fully fired, and the cartridge was separate from the device. Pmv performed functional testing could not be done due to the state of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during a gastrectomy procedure, the reload was loaded onto the handle but when the green button was pressed to fire, the staples were not all fired and the stomach was stuck in between the staplers and cartridge. The stomach was opened. Another device was opened to continue. The patient was not affected with the problem. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the loading unit was fully fired, and the cartridge was separate from the device. Engineering confirmed that the cartridge assembly had been separated from the unit. It was observed by engineering that the cartridge assembly possesses pushers that are sub flush to the cartridge surface. This is an indicator that the device was fired on tissue that exceeds the indicated thickness of the device. Further review of the cartridge assembly showed that the cartridge assembly has sheared tabs, which is an indicator that the cartridge assembly was ejected during firing. When the sulu was reviewed, engineering first loaded the sulu onto a control instrument and clamped the sulu. When the sulu was clamped, the sulu was observed in having excessive jaw gap. This excessive jaw gap is an indicator that the device was clamped on tissue that exceeds the indicated thickness of the device and/or clamping over an obstruction. The sulu was unclamped and removed from the control instrument and the knife bar assembly was reviewed. The knife bar assembly was found deformed which is indicative of firing on tissue that exceeds the indicated thickness of the device and/or firing over an obstruction. When the blade of the knife bar assembly was reviewed, damage was witnessed on the blade¿s edge. Damage to the knife bar assembly blade edge is evidence that the device was fired over and obstruction. The sulu was returned with a sled and it was found to be free from damage and properly formed. When the sled was observed inside of the cartridge assembly as received, it was found to be in its most distal position and causing the two most distal pushers to be protruding from the cartridge¿s surface which show that the sled functioned as intended inside of the sulu. It is the determination of engineering that (B)(4) is the result of the sulu being firing in tissue exceeding the indicated thickness of the device and/or clamping and firing over an obstruction. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.